Manufacturer narrative:
Continuation of d10: product ID: 8578, serial#: (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-7, additional information was received from the manufacturer representative (rep). The current status of the catheter that was revised was reported as "the catheter is functioning as expected". The catheter would not be returned for analysis as "the catheter was discarded by the customer".

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 12-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 96.1mcg/day via an implantable pump. It was reported that the patient had a pump replacement done for normal eri (elective replacement indicator) battery longevity. When the physician opened the pocket, they noticed the catheter was fractured. Per the reporter, the physician was unsure if this was something that occurred prior to the surgery or as a result of the surgery. The physician revised the catheter and changed the dose from 180.6mcg/day to 96.1mcg/day in case the catheter fracture had occurred prior to the surgery. The current dose was too high, the patient too loose and they couldn¿t decrease the dose and lower (2000mcg/ml). Device troubleshooting options were discussed, and the reporter stated that the healthcare provider was wondering if they could access the pump so soon after surgery.